Manufacturer narrative:
The reported event of separation failure and docking issue could not be confirmed. Visual analysis found no anomaly. The diameter of the docking button was measured to be within specification. Further analysis performed found no anomaly. A review of the device history record (DHR) confirmed no issues were identified related to the reported events. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Event description:
During an initial implant procedure, it was not possible to release the leadless pacemaker (lp) from the delivery catheter. Additionally, the lp was also unable to be docked to the delivery catheter. The lp was then removed and a new lp was used to complete the procedure. The patient is stable.